Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 5 episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The lead integrity warning triggered on (B)(6) 20163 for lead impedance and sics. The rv pacing impedance was steady at approximately 404.85 ohms through (B)(6) 2016, then began to rise and go out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high rv tip to coil and high rv tip to ring impedances. It was also reported that the rv lead had noise and a high sensing integrity counter (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.